Event description:
It was reported that the t:slim x2 pump battery would not charge. The customer's blood glucose level was within the normal range as there was no adverse impact. After troubleshooting, the customer successfully began charging the pump using the original charging supplies, and no further assistance was required.